Manufacturer narrative:
The subject device was inspected at olympus (B)(6). But since it could not duplicate the reported phenomenon and there was no problem, the subject device was returned to the user. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. Since the review the following evaluation report of olympus (B)(4) and other records, omsc could not identify the cause of the error e117, the reported phenomenon. -it was confirmed that the error e117 occurred at the user facility. -it was confirmed no detailed inspection result on the subject device at the inspection of olympus (B)(4). -the subject device had been shipped without any manufacturing abnormality after checking the manufacturing record. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error code, e117 which indicated the subject device was broken down was displayed during the unspecified timing. The intended procedure was completed with the subject device and its procedure was not delayed more than 15 minutes. There was no patient injury associated with this report.